Event description:
The customer reported that while monitoring patients, the xhibit central station (xcs) became frozen and unresponsive. Spacelabs healthcare technical support walked the customer through performing a hard shut down of the xhibit. The unit was left in a power off state for one and half minutes before restarting. Once restarted, the xcs began functioning without any further issues. Technical support advised the customer to have a biomed inspect the unit and clean out any dust build up and ensure good airflow. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.